Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received replace battery alert and reported a crack at the back of the pump and belt clip damage. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed. Customer received a low battery alert prior to the replace battery alert. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed with it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason complaint. The baat tool recorded the following: battery cycle 9.0 received the lowbatteryalert (104) on 06/07/2025 20:32:00 after more than 7 days at 23.0 days. Battery cycle 8.0 received the lowbatteryalert (104) on 05/15/2025 10:53:00 faster than expected at 0.0 days. Battery cycle 7.0 received the lowbatteryalert (104) on 05/15/2025 10:51:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. The following cosmetic damages were noted: pillowing keypad ove, battery tube threads - cracked, broken belt clip rails, cracked case (battery tube) and scratched case. In conclusion, customers alleged of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.